Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that a visual exam was performed and no defects were observed. Functional testing was also performed and both cuffs of the device were inflated with a syringe. The blue cuff was inflated without any issues. The yellow cuff could be inflated; however, it would not stay inflated. The cuff was immersed in water and bubbles were observed indicating a leak. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified.

Event description:
Customer reported the balloon could not be inflated during use on patient undergoing a lung operation. No patient injury or harm reported. No medical intervention reported. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the balloon could not be inflated during use on patient undergoing a lung operation. No patient injury or harm reported. No medical intervention reported. Patient condition was reported as "fine".